Event description:
It has been reported that the device may not have delivered a shock when a shock was required. The patient did not survive.

Manufacturer narrative:
Updated the initial reporter information.